Event description:
It was reported that the end of the guidewire was curved so that the sheath cannot removed. It was stated that there was three of products in question. Patient status/ intervention: change new wire. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.